Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 170 mg/dl and 59 mg/dl. A result of 85 mg/dl was also taken on a professional meter with the same blood sample that produced a result of 170 mg/dl.